Manufacturer narrative:
This is the (B)(4) complaint for the finish goods lot; however, the (B)(4) for this issue. The device history record (DHR) review shows the order was built and released per specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a loss of suction before performing the quadrant step of a cataract procedure. The issue was resolved by first attempting to irrigate the handpiece and then changing the cassette. Once the cassette was changed the procedure was completed without consequences to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).